Event description:
A peritoneal dialysis registered nurse reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced a peritonitis infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized (exact date of admission unknown) and it was noted the patient had a peritonitis infection on (B)(6) 2023 during this hospitalization. Hospital documentation requested by the outpatient clinic was not provided by the admitting facility. As a result, hospital course, treatment data, laboratory results and nature of infection remain unknown. It was determined the patient¿s peritonitis was due to a break in aseptic technique during ccpd therapy on the liberty select cycler. It was explained that the patient travels extensively and she does not always utilize clean spaces to undergo pd treatments. The patient recovered from this event and was discharged from the hospital (exact date of discharge unknown). It was confirmed the patient¿s peritonitis infection and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued ccpd therapy on the same cycler at home post-discharge.